Event description:
It was reported that this implantable pacemaker exhibited failure to capture and high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. It was determined that this was due to a right ventricular lead fracture. Furthermore, the patient experienced a bradycardia episode. A procedure was performed in order to surgically abandon and replace the lead. During this procedure it was decided to also replace the device. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited failure to capture and high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. It was determined that this was due to a right ventricular lead fracture. Furthermore, the patient experienced a bradycardia episode. A procedure was performed in order to surgically abandon and replace the lead. During this procedure it was decided to also replace the device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was corrected from the following fields: d6b: explant date

Event description:
It was reported that this implantable pacemaker exhibited failure to capture and high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. It was determined that this was due to a right ventricular lead fracture. Furthermore, the patient experienced a bradycardia episode. A procedure was performed in order to surgically abandon and replace the lead. During this procedure it was decided to also replace the device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.